Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent an open reduction internal fixation surgery for fracture of distal end of humerus. In the surgery, the surgeon got careless and drilled with the drill bit without using a c-arm since the surgical field was visible. A strange sound was heard, so the surgeon checked the drill bit and found it was broken. The surgeon had continued drilling without noticing that the drill bit had been out of the bone, and the drill bit penetrated the patient's soft tissue and contacted the metal frame of the operating table, resulting in breakage. Since it was confirmed that there was a metal fragment in the patient's body, it was removed. There was nothing left in the patient¿s body, and the surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).